Manufacturer narrative:
One device was returned for analysis. Visual inspection found a torn downstream occlusion seal and air in line. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the downstream occlusion seal and air in line. As a result, no repairs were performed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited inaccurate readings and a torn cassette dock. There was no patient involvement, no patient injury was reported.